Event description:
It was reported that the insulin pump went into low suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 160 mg/dl, compared with the sensor glucose reading of 45 mg/dl. The customer's mother stated that at times the insulin pump show that the customer had low glucose when she did not and suspended insulin delivery, or on other occasions, it would be the reverse. The caller was advised that the sensor be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.